Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, - 7.50/+1.0/092 (sphere/cylinder/axis), in the patients eye. The reporter indicated the lens will be explanted due to too much vaulting. The lens will be exchanged for a shorter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.